Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called because they wanted help using their patient programmer so they could get an unrelated MRI. It was reported that the patient had an MRI or other medical procedure, possibly physical therapy a month prior and the lady fixed their machine immediately and knew what to do and they did not understand why they couldn't get one now. It was reported the information provided was confusing. Patient reported they were leaking and they thought their shoulder steroid shots were making their toe stick straight up at night. Patient was concerned the dead batteries in their patient programmer were causing them to leak. It was attempted to talk about the patient programmer, but the controller would not power up and the patient did not have different batteries to try. It was unknown if the patient had recent medical tests or emi exposure. It was reported that 2-3 months prior there was a person giving the patient something in their back because of the pain in their foot and they tried 2 other things in their hip and foot. They noticed the patient had the device so they came over and they made it so they could do that on their back, they were stimulating something so they did not have pain anymore and that took their pain away for the 2 months prior. Patient did not know the name of the device they were using they were trying to take their foot pain away. Patient stated it did not work in their hip and did not work in their foot, so they put a shot in their hip the first time they had to wait to walk out. The patient reported the pain in the foot started 2 months ago. Patient was going to call the doctor who set up the MRI to talk about the different kind of test. Patient was going to get new batteries for their patient programmer and call back for further assistance. It was further noted that in the beginning of the call the patient did not know how to work this thing and it might have been off because they were having lots of mistakes so they did not go to their healthcare provider because they thought something was wrong with it. No further complications were reported or anticipated.